Event description:
It was reported that the surgeon used arista ah in a hysterectomy case. The arista ah powder was used on the patient's vaginal cuff. The patient complained about abdominal pain. When the surgeon checked what was wrong, he realized that the patient had an inflammatory response and a bit of adhesion formation. Surgeon thinks that the arista powder could have caused this response. Contact has been unable to provide additional information.

Manufacturer narrative:
The cause of the alleged postoperative complications cannot be determined at this time. The information provided is limited and the contact reports that there was no additional information to provide. No product code or lot number were provided; therefore a review of the manufacturing records is not possible. Based on the limited information provided no conclusion can be made. Addendum: the product code and lot number were provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A review of the subject lot found this to be the first complaint reported for the 14595 units released to stock in november of 2018.

Manufacturer narrative:
The cause of the alleged postoperative complications cannot be determined at this time. The information provided is limited and the contact reports that there was no additional information to provide. No product code or lot number were provided; therefore a review of the manufacturing records is not possible. Based on the limited information provided no conclusion can be made. Device used on patient.

Event description:
It was reported that the surgeon used arista ah in a hysterectomy case. The arista ah powder was used on the patient's vaginal cuff. The patient complained about abdominal pain. When the surgeon checked what was wrong, he realized that the patient had an inflammatory response and a bit of adhesion formation. Surgeon thinks that the arista powder could have caused this response. Contact has been unable to provide additional information.